Event description:
It was reported that the user experienced elevated blood glucose after dinner while using an ilet system and sought guidance on whether to re-announce the meal or administer outside insulin; the user was advised not to do either due to associated risks and to monitor pump trend arrows, with subsequent follow-up confirming return to normal range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.